Event description:
The customer reported bellavista1000e giving alarm 401 - inspiration valve or device leaky prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Advised the customer to update the software and to replace unit with a known good inspiration valve. No root cause has been determined yet as the investigation is still in progress. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.